Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, characterized by pain during drains, as the patient¿s hernia was diagnosed after the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s abdominal wall hernia cannot be determined; however, it was stated the patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the patient¿s ability to continue pd therapy without major complication. Additionally, since the patient¿s pain during drain phases of pd therapy was consistent throughout the course of pd therapy, it¿s within reason to believe the patient¿s hernia may have preexisted the start of ccpd as most hernias predate the start of renal replacement therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pd) rn reported pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the follow up with the patient¿s pdrn, it was reported this patient has experienced pain during the drain phase of ccpd therapy since her start on pd therapy in (B)(6) 2021. The patient¿s pain during drains was suspected to be due to an abdominal wall hernia that was diagnosed in (B)(6) 2021. The patient is scheduled for hernia repair surgery later in 2022. It was confirmed the patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy at home. Additional information was requested, but not received.

Event description:
A peritoneal dialysis registered nurse (pd) rn reported pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the follow up with the patient¿s pdrn, it was reported this patient has experienced pain during the drain phase of ccpd therapy since her start on pd therapy in june 2021. The patient¿s pain during drains was suspected to be due to an abdominal wall hernia that was diagnosed in november 2021. The patient is scheduled for hernia repair surgery later in 2022. It was confirmed the patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy at home. Additional information was requested, but not received.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, characterized by pain during drains, as the patient¿s hernia was diagnosed after the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s abdominal wall hernia cannot be determined; however, it was stated the patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further evidenced by the patient¿s ability to continue pd therapy without major complication. Additionally, since the patient¿s pain during drain phases of pd therapy was consistent throughout the course of pd therapy, it¿s within reason to believe the patient¿s hernia may have preexisted the start of ccpd as most hernias predate the start of renal replacement therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the follow up with the patient¿s pdrn, it was reported this patient has experienced pain during the drain phase of ccpd therapy since her start on pd therapy in june 2021. The patient¿s pain during drains was suspected to be due to an abdominal wall hernia that was diagnosed in november 2021. The patient is scheduled for hernia repair surgery later in 2022. It was confirmed the patient¿s adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy at home. Additional information was requested, but not received.